Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding discordant enzymatic hemoglobin a1c (a1c_e) results on multiple patient samples were obtained on an atellica ch 930 analyzer. Siemens healthineers has confirmed the potential for intermittent well-to-well bias affecting the a1c_e/a1c_h assay when used on the atellica ch and atellica ci systems. Us customers were notified through an urgent medical device correction (umdc, letter achc26-06.a.us) and ous customers were identified through urgent field safety notice (ufsn, letter achc26-06.a.ous) titled ¿potential for well-to-well bias affecting atellica enzymatic hemoglobin a1c assay results¿. The communication was directed to all customers who received atellica ch enzymatic hemoglobin a1c (a1c_e) impacted lots informing them of the issue and providing instructions the customer must follow.

Event description:
The customer reported to siemens discordant enzymatic hemoglobin a1c (a1c_e) results obtained on ninety-one (91) patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s) and questioned. Some of the patients were redrawn and processed on either the same or alternate atellica ch 930 analyzers or other non-siemens methodology. Correct results were obtained and reported to the physician(s). For the other patients a reprocessed result was not provided. There are no known reports of patient intervention or adverse health consequences due to the discordant enzymatic hemoglobin a1c (a1c_e) results.